Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction as there is no patient outcome.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual evaluation. The returned device exhibits signs of repeated use (nicked/gouged) and the anterior section of the post feature has fractured off. Not all pieces were returned for evaluation. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Posterior stabilized (ps) tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured prior to the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.